Event description:
As reported: "for the purpose of bone lengthening, only a distal screw was inserted into the t2alpha tibia 8 mm nail that had already been inserted in the patient. Due to an ordering error by the sales rep, only 5 mm screws were prepared for the surgery, and a 4.2 mm drill was used for the distal ml screw hole of the 8 mm nail without anyone noticing. During drilling, the drill penetrated to the opposite cortex, although black powder appeared. The screw could not be inserted into the hole, which led to the realization that the nail was 8 mm, the wound was closed, and the surgery was terminated once." "A hole was created in the bone with the wrong spec drill, forcing the patient to undergo revision surgery."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "for the purpose of bone lengthening, only a distal screw was inserted into the t2alpha tibia 8 mm nail that had already been inserted in the patient. Due to an ordering error by the sales rep, only 5 mm screws were prepared for the surgery, and a 4.2 mm drill was used for the distal ml screw hole of the 8 mm nail without anyone noticing. During drilling, the drill penetrated to the opposite cortex, although black powder appeared. The screw could not be inserted into the hole, which led to the realization that the nail was 8 mm, the wound was closed, and the surgery was terminated once." "A hole was created in the bone with the wrong spec drill, forcing the patient to undergo revision surgery."

Manufacturer narrative:
Please note the correction to h6 results and h6 conclusion codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to a usage related issue. The event was caused by not following the operative technique by attempting to insert a 4.2mm drill bit and 5mm screw into a nail hole that is designed for a 4mm screw with a 4.1mm bore diameter. Local measures have been taken to prevent recurrence, such as double-checking with the agent and always checking the nail diameter when an operation involving only screw insertion is performed at a later date. Nevertheless it has to be pointed out that the final responsibility lies with the user to ensure that all components needed for the operation are available in the operation theatre and that the healthcare professionals should be fully aware of the intended use of the products and the applicable surgical techniques. In relation to the operative technique t2 alpha tibia (t2-st-34, 11 - 2022) following statements can be pointed out in relation to this complaint: - notice 8mm nails require 4mm imn locking screws or 4mm imn advanced locking screws for distal locking. - 4mm locking screw and 4mm advanced locking screw require the 3.5 drill (orange color-coded drill).] - 4mm locking screw or 4mm advanced locking screws are used exclusively for distal locking of the 8mm t2 alpha tibial nails. In relation to the instructions for use for t2 alpha tibia (l22000059 rev ab, 01-2023) following statements can be pointed out in relation to this complaint: - caution ensure that all components needed for the operation are available in the operation theatre.] - ensure that you are familiar with the intended purposes, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. Important information for doctors and operating room (or) staff: this package insert does not include all of the information necessary for selection and use of a device. Please see full labeling for complete information!